Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35, which did not occur during the load process. There was no adverse impact to the customer's blood glucose level. The caller removed the cartridge from the pump, delivered a 9-unit bolus successfully, and was able to reload the original cartridge and resume insulin therapy, resolving the issue.